Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was found to be rotated more than 1/8 of a turn. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel (1/8 of a turn). Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The vacuum source used was a pump and the vacuum pressure before the procedure was over 600mmhg. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach